Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump had broken reservoir tube lip and minor scratched lcd window.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 195mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.